Event description:
It was reported that this intra-aortic balloon was inserted on the day before the event and pumping began on the arrow kaat ii pump. After several hours of pumping, the pump experienced helium loss alarms. The cause of the alarms could not be determined after troubleshooting. A catheter leak was suspected and it was removed. There were no reported patient complications.